Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. At the time of the report with tandem technical support, the customer did not test for blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.